Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this competitor right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. Oversensing of noise leading to inappropriate atrial tachy responses (atrs) were observed and an increase in atrial pacing threshold measurement and a complete loss of capture were also noted at maximum device output. A lead insulation breach was suspected since the patient falls often due to body mechanics. At this time no further testing was performed and no adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No other additional information is available this time. This investigation will be updated should further information be provided.